Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. It was indicated that the customer was able to clear the malfunction alarm and would use the pump until the replacement pump was received. The customer also stated manual injection supplies were available.